Event description:
It was reported that when using the bd pyxis¿ es refrigerator storage space failed due to the error message ¿device not detected on bus,¿ and the unit required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) ran a hardware test application and confirmed that the refrigerator was not showing. Fse ran a firmware update, verified the connection and reset the refrigerator and med station and confirmed that the refrigerator came up on the bus. The system functioned as intended after the field service engineer had repaired the device.